Manufacturer narrative:
A visual inspection did not identify any damage or manufacturing defects which could have contributed to the costumer's report. The samples were subjected to functional testing in order to replicate the customer's experience; no cracks or associated leakage was observed throughout testing. A review of the production records did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the reported issue in this instance.

Event description:
The customer reported leaking when drawing up sub-cut retuximab. There was a leak of the drug from a crack on the barrel of the syringe. The syringe was destroyed due to the contamination.

Manufacturer narrative:
The model#/catalog# identified in section is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number (B)(4). The 510k number provided in section is for the domestic similar product. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported leaking when drawing up sub-cut retuximab. There was a leak of the drug from a crack on the barrel of the syringe. The syringe was destroyed due to the contamination.